Manufacturer narrative:
Other text: b5, h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Per visual inspection, on the enclosure the display label and small circle label next to it were damaged, there were some nicks in the coating of the enclosure as well. The air detector door did not lock in place. The device had an old design clear float switch that was cracked. The return tube was cracked. There was a tear in the heater tape of heater number two (2). The drain valve was corroded, and it was hard to turn the lever. The fan guard on the bottom of device was broken. The line cord had a hole in the insulation. It was noted that several of the observed damaged components were of an outdated and obsolete design and were replaced. Per functional testing, the device was leaking from the o-ring that the return tube was inserted into, and the air detector latch was broken. The complaint was confirmed. The root cause was the o-ring had been worn out due to age (19 years). The air detector latch was broken due to wear and tear as well. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the top socket o-ring as well as the return tube. Replaced the drain valve, both heaters, float switch and the line cord/strain relief on the tower. Replaced the old/obsolete air detector and the o-rings per preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
Additional information received via email. The event date remains unknown. There was no patient injury. No further details provided.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detector (clamp slot door number 3) does not latch and it was leaking from underside of the warmer by the drain valve. Patient involvement unknown.